Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during a cataract extraction with intraocular lens implant procedure the ultrasound was not available. This was resolved with treatment (unspecified). Additional information is not expected. Additional information has been requested and received.

Manufacturer narrative:
The system was examined. The reported ¿ultrasound issue¿ was replicated, but not the ¿aspiration issue.¿ the company representative noted that the ultrasound issues were due to the doctor¿s settings. This was not considered ¿system¿ nonconformity. The system was tested and found to meet product specifications. The system was manufactured on december 7, 2005. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported ¿ultrasound issue¿ can be attributed to a user error. (B)(4).

Event description:
After further review, it was noted that in addition to the ultrasound issue the customer reported an aspiration issue.